Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd iag bc pro global grn 18ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter translated from french to enlgish: date and place of occurrence: imaging (B)(6) 2025. Anomaly described: the chuck ¿hangs¿ when retracted. Several cases occurred on the same batch. Clinical consequence(s): none, change of batch. Precautionary measure(s): quarantine of affected lot. Medical device information: reference: 381044 batch no.: 4292350 number of units: defective/rejected units: (B)(4); units in quarantine: (B)(4). Dm available: yes contact with body fluids? No when did the incident occur? During use. Product name: iag bc pro global grn 18ga x 1.16in, product reference number/sku: 381044, batch/serial number: 4292350, reported problem/fault: failed to retract needle.

Manufacturer narrative:
Investigation results: the complaint of needle retraction issues was confirmed from the representative 18ga insyte autoguard units from lot #4292350 returned for evaluation. An inspection of the returned samples revealed no damage or defects on the returned samples. All of the returned samples successfully retracted, but 3 of the 14 tested units exceeded the retraction specification time. The slow retraction of the needle is most likely related to the gel that is applied to the retraction mechanism during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.